Event description:
It was reported that the right ventricular lead had low impedance and high thresholds in both the bipolar and unipolar configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.